Event description:
A user facility¿s area team lead (atl) reported that an external dialyzer blood leak occurred one hour and forty minutes after the initiation of a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, did not alarm, but is not expected to for this issue. Fresenius bloodlines were also in use. There leak was noted to originate from the head of the dialyzer. The patient¿s blood was returned following the event. The patient¿s estimated blood loss (ebl) is unknown. There was no patient serious injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During the gross visual examination of the sample, no defects or irregularities were visually observed on the fiber bundle or any of the molded dialyzer components. The dialyzer was subjected to a laboratory leak test, and a leak was detected from beneath the cavity ID end header cap at approximately 4.0psi. Upon removal of the header cap, a polyurethane (pu) sliver was found. No other damage or irregularities were noted on the returned sample. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s area team lead (atl) reported that an external dialyzer blood leak occurred one hour and forty minutes after the initiation of a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, did not alarm, but is not expected to for this issue. Fresenius bloodlines were also in use. There leak was noted to originate from the head of the dialyzer. The patient¿s blood was returned following the event. The patient¿s estimated blood loss (ebl) is unknown. There was no patient serious injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.